Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a low erroneous result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The initial hcg + b result was 0.100 miu/ml with a data flag. The customer didn¿t believe this result because the patient was pregnant and a urine pregnancy test was positive. The sample was repeated and the result was 4646 miu/ml. No adverse event occurred. The hcg + b reagent lot number was 15654201 with an expiration date of 09/30/2017. The customer stated that other patient samples in the same rack that were tested for hcg + b had good repeatability. The customer indicated that the liquid level detection (lld) alarm occurred several times. The field service engineer (fse) visited the customer site. The instrument was checked and the sample probe was cleaned. The fse did not identify any issues. Calibration signals from (B)(6) 2017 were acceptable. A review of the alarm trace showed 2 abnormal sample probe movement messages around the time of the low result. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Possible root causes may be related to sample quality issues, instrument lld issues or insufficient instrument maintenance.